Manufacturer narrative:
B3 date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.

Event description:
It was reported that stent restenosis occurred twice, requiring intervention. On (B)(6) 2022, an 8x29 carotid wallstent was implanted for treatment. However, during routine follow up, stent restenosis was noted twice. A re-intervention will take place for treatment. No further complications were noted as a result of this event.